Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus for the desired amount, but ended up eating less carbohydrates than what was bolus for. The customer's blood glucose (bg) level was 48 mg/dl. Customer consumed carbohydrates to address low bg. Customer continued to use the pump for insulin therapy.